Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of reported peritonitis. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler and cycler set. Although the patient was voicing concerns over the new shorter tubing length on the cycler set causing him to have to disconnect to use the bathroom during treatment, it was not confirmed by the clinic that this was the cause of the peritonitis event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient went to the dialysis clinic with symptoms of peritonitis (unspecified). The patient voiced complaints about the new liberty cycler set tubing length being shorter. Patient was unable to reach the bathroom during treatment causing the patient to have to disconnect to use the toilet. Additional information was obtained through follow-up with the clinical manager (cm). The patient reported having peritonitis on 03/sep/2024. There was no information available that pertained to the peritonitis event. The patient was very upset about the new change to the liberty cycler set tubing length and how disconnect multiple times during the treatment to utilize the bathroom. The cm stated that they have not determined if the patient disconnecting during the treatment is the cause of the patient¿s peritonitis event. There was no additional information available.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient went to the dialysis clinic with symptoms of peritonitis (unspecified). The patient voiced complaints about the new liberty cycler set tubing length being shorter. Patient was unable to reach the bathroom during treatment causing the patient to have to disconnect to use the toilet. Additional information was obtained through follow-up with the clinical manager (cm). The patient reported having peritonitis on (B)(6) 2024. There was no information available that pertained to the peritonitis event. The patient was very upset about the new change to the liberty cycler set tubing length and how disconnect multiple times during the treatment to utilize the bathroom. The cm stated that they have not determined if the patient disconnecting during the treatment is the cause of the patient¿s peritonitis event. There was no additional information available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.